Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported that when trimming the length of the catheter at the last step of placement, the operator found there was no graduation on the catheter. A new seldinger was placed.